Manufacturer narrative:
.

Manufacturer narrative:
After receipt, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the housing. The connection system of the pacemaker was examined mechanically. The screw and the spring element of the lead connection were ok. A lead inserted as a test could be reliably contacted with easy passage and low-ohm values. The drill hole dimensions were within the dimensions specified by the is-1 standard. Next, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory contents analyzed. The analysis of the memory contents showed proper device behavior. The battery is charged sufficiently. The pacemaker underwent a complete electrical function test. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-appropriate behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies. The device was capable to provide therapy without restrictions. In summary, the device is ok and within specifications both regarding the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - it was reported that this patient had several incidents of syncope over the past years. Because of this, their lead was exchanged twice. After an unremarkable follow-up on (B)(6) 2012, the physician decided to exchange this device. Aside from the syncopes, no further deterioration of the patient's state of health was reported. The pacemaker was explanted.